Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup vvi mode due to an unspecified reason. Previous device settings were restored and the issue was resolved. The patient was stable throughout.